Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that all of the slack had been pulled out of the right atrial (ra) lead and that the lead exhibited high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.